Event description:
The customer reported that the system started to smoke and smelled of burning and would not work. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The condenser in the power supply was identified as requiring replacement. No further repair info is available at this time.